Event description:
It was reported to philips that the system displayed a low storage space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer was performing a diagnostic procedure which was completed as planned. A philips field service engineer (fse) inspected the system onsite and found that completed examinations had accumulated in the archive list. The fse confirmed that due to issues with the hospital network, the system could not transfer patient examinations. The system was not configured to automatically delete examinations of which the customer is aware. After manually transferring the patient examinations and reorganizing the database, the system has been returned to use in good working order. The customer was recommended to check the archive list regularly to monitor if cases are being transferred. To date, there has been no recurrence of this issue reported from the customer. This scenario includes situation in which the hospital network is not functioning that is not caused by the allura device. Since the issue with the hospital network would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcomes.